Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device has not been returned for evaluation. Vyaire medical advised the customer to force quit the screen and to restart in order to download the logfiles however, it cannot be downloaded anymore and the unit is not starting on its normal mode. Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined the root cause as due to ssd failure. The issue resolved with another ssd.

Event description:
The customer reported bellavista1000e that after starting the device, error message: bellavista detected a user interface issue appears prior patient use. Furthermore, there was no patient associated with the event.